Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-02750. It was reported that high impedances were recorded on the patient¿s implanted leads. Due to the high impedances the patient was unable to place the system into MRI mode. As result the lead were explanted and replaced.